Event description:
A report was received that a pt is experiencing a lot of pain at the pocket site which is located near her belt line. The pt suspects that the ipg has moved a little closer to the spine. The pt underwent a pocket revision procedure on (B) (6) 2010, and is reportedly doing well.

Manufacturer narrative:
This is the final report.